Manufacturer narrative:
E1 - initial reporter telephone: (B)(6). E1 - initial reporter address 1: (B)(6). A2 - age at time of event: 18 years or older.

Event description:
It was reported that a balloon deflation failure occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not be fully deflated, and a non-boston scientific stent could not cross after using the balloon. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.